Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure; date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates, if reoperation: please provide the date. What were the findings on reoperation? Was the exposed mesh was excised are there any pictures available for evaluation? Other relevant patient history/concomitant medications if applicable, will product be returned, (return date, tracking information)? What is physician¿s opinion as to the etiology of or contributing factors to this event ? What is the patient current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2017 and the mesh was implanted. The patient experienced small asymptomatic vaginal mesh exposure. The patient then underwent re-suturing of exposed vaginal mesh. The device remains implanted. Additional information has been requested.